Manufacturer narrative:
No products were returned for examination. Review of the device history records did not reveal any anomalies and a search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event. Infection after approximately 15-months implantation is unlikely to be related to the products. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening as a result of infection. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
No products were returned for examination. Review of the device history records did not reveal any anomalies and a search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event. Infection after approximately 15-months implantation is unlikely to be related to the products. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.